Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. The lot number was not provided; therefore a batch review cannot be conducted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
This is a case report received through (B)(4) through baxter's after hours call service on (B)(6) 2010 from a female home patient ((B)(6)), who reported the homechoice machine sounded a 2240 alarm (air in set) during drain. The patient was connected to the device at the time of the alarm and didn't disconnect at any time prior to the alarm. All bags were properly spiked and connected. No patient extension lines were used. There were no open clamps on any unused supply lines. Nothing unusual was noted about the supplies. The patient stated that she has already taken off the supplies from the machine and is doing a manual exchange. No clinical consequences for the patient have been reported. No sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted. The product code is unknown; therefore, the 510k number is unknown.